Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b i71000126, serial/lot #: (B)(4). Product ID: bi71000126, serial/lot #: (B)(4). Product ID: bi71000126, serial/lot #: (B)(4). Product ID: bi71000126, serial/lot #: (B)(4). Product ID: bi71000126, serial/lot #: (B)(4). Product ID: bi71000126, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the batteries were at fault and needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding an imaging system outside of a procedure. The caller reported that the site forgot to charge the o-arm the day prior and so they charged it overnight. However, the day of the call when they disconnected the system the batteries immediately drop to 0. No patient was involved with this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the field indicated that the issue was confirmed and reproducible. After replacement of the x-ray generator batteries the issue was resolved and the system was fully functional.